Event description:
It was reported by service report that the side rail was stuck, and would not pull out, and the CPR cable was pinched. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail cable was caught in the bent fowler litter and CPR cable was pinched.